Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The customer reported that they opened a grays osteotome and it was damaged. The case was completed by opening another device.

Event description:
The customer reported that they opened a grays osteotome and it was damaged. The case was completed by opening another device.

Manufacturer narrative:
Reported event: an event regarding damage involving hris flexible osteo 6x67mm was reported. The event was confirmed. Method & results: device evaluation and results: a material analysis has been performed. The report concluded: this inspection indicated the distal tip of the osteotome had been deformed. The damage present on the tip of the osteotome is consistent with contact against a hard object. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the investigation concluded that the damage present on the tip of the osteotome is consistent with contact against a hard object. The cause of the damage could not be determined. Eds showed that the drill is consistent with 455 ph stainless steel and the hardness of 51hrc meets the drawing requirement. Based on the given information no materials discrepancies were observed on the surfaces examined. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard